Event description:
The customer obtained a non-reproducible, higher than expected vitros hcg ii result (23.66 vs. An expected result < 2.39 miu/ml) from a single patient sample while using a vitros 5600 integrated system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The physician questioned the affected result. The customer repeated the sample and a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros hcg ii result was obtained from a single patient sample while using a vitros 5600 integrated system. The investigation could not determine a definitive root cause. A sample processing or reagent issue cannot be ruled out as contributing factors. There was no evidence that an instrument related issue contributed to the event.